Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that about six days prior to the report the patient fell and landed on his back while sleep walking. His battery had been moving up by the belt loop and moving toward the spine. It was like the device was skinning him underneath the skin. The symptom of pain was also reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.